Event description:
It was reported that the patient with this right ventricular (rv) lead felt thumping or tapping sensation during rv pacing, subsequently it was attempted to be removed but during the explant procedure, its lead would not retract, so it was capped and surgically abandoned. A new device was implanted. No additional patient effects were reported.